Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not turned on and not communicating. A field service engineer diagnosed and found that the auxiliary 3 was not detected on bus. The drawer board and module board were replaced to resolve the issue. Drawer was configured and the cubies were popped up. The fse cleaned debris and medication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary device was not turning on. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.